Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
The sample device was returned for evaluation. The investigation is in progress. A follow-up report will be provided once investigation is completed.

Event description:
PICC cracked while indwelling in a patient. PICC was removed. Patient having new PICC placed on (B)(6) 2020. Patient was (B)(6) when the crack on the hub occurred.